Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved inserting batteries and observing the issue. The reported issue was unable to be duplicated during the investigation. Review of the event history log showed the pump displayed occurrences of "power down," "no disposable" and "high pressure" alarm messages in (B)(6) of 2019. The problem source could not be identified. The downstream occlusion sensor was replaced as a preventive action. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been delivering incorrectly. It was reported that the patient received a loaner pump as the patient owned pump was in annual maintenance. The patient reported the pump was pumping at a different rate with "slower beeps than" the pump they had before. Per reporter, the patient reported they were getting too much "dopamine like effects, too much dyskinesia" and at the time of call could "barely walk." The reporter verified with the patient that the rates and the pump programming were correct. No additional adverse effects were reported.